Manufacturer narrative:
Other, other text: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump had a battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found battery communication timeout, depleted battery and base communication messages. Fluid ingress was evident around the battery door and barrel size sensor. There was no reported adverse event.